Event description:
The home patient (hp) contacted (B)(4) regarding check lines and bags alarm that occurred on the homechoice (hc) during fill 3 of 4. The hp stated the heater bag disconnected from the line. The technical service representative (tsr) assisted the hp to end therapy early. The hp confirmed to notify the peritoneal dialysis nurse (pdrn) for further instruction. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a check lines and bags alarm was not confirmed in the lab. No sample was returned for evaluation and a batch review was not performed due to unknown lot number. A root cause was not determined. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).